Event description:
It was reported that the catheter would not aspirate. Pt went to radiology and a hole was discovered in the line. The PICC was removed and the pt is fine.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.